Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the ipg was not staying charged. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the ipg was not staying charged. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was not returned as the medical facility did not release it.